Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Additionally, it was reported that the pump battery gauge was observed to be intermittently fluctuating. Customer's blood glucose level ranged from 120 mg/dl to 160 mg/dl. Reportedly, customer continued to us the pump for insulin therapy.